Event description:
At the incoming inspection of goods by the distributor, a foreign material was found inside the package. There was no patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on 08/09/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: one (1) unopened package of an unused unit from catalog c4615s, cusa excel 36khz microtip plus corresponding to fg lot # tl-314725 was received for evaluation in its original package. The unit was received completely and acceptably sealed. Upon inspection, three (3) foreign matters were observed in the white o-ring surface. During the inspection, it was observed that the foreign matters were three (3) small loose particulates color black. The black particles were compared with tappi¿s dirt chart finding it similar to the tappi¿s dirt dot with dimension 0.08mm2, 0.08mm2 and 0.09mm2. According to the device history record (DHR) review, no anomalies were reported during the manufacturing and packaging processes of this lot that could be related to the reported condition. There were no records of mrr, variance or other nonconformity with this lot tl-314725. No other complaints have been reported for fg lot # tl-314725 regarding ¿foreign matter¿ or any other condition. The reported condition was confirmed with the evaluation of the returned unit and the picture provided by the reporting facility ((B)(6)). No assignable causes that could be associated to the manufacturing process were determined based on the review of the device history record (DHR). Based on the evaluation of the returned unit three (3) black particles were compared with tappi¿s dirt chart finding it similar to the tappi¿s dirt dot with dimension 0.08mm2, 0.08mm2 and 0.09mm2 .